Manufacturer narrative:
H4: the lot was manufactured from may 27, 2022 - may 28, 2022. H10: the device was received for evaluation inside a plastic bag and spiked with tubing (non-baxter product). A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by hanging the bag and firmly squeezing the container of solution with no issue observed; the spike did not appear loose and no leaking was observed. The spike was then removed and no damage was observed of the spike. The spike was re-attached until the shoulder of the spike was level with the port and was securely attached. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Initial reporter postal code (B)(6)- should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the administration port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag and the spike which resulted in a fluid leak. This issue was identified during set-up / preparation. There was no patient involvement. No additional information is available.